Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the force bipolar instrument had non-intuitive movement. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument and completed failure analysis testing. The instrument was found to have a frayed pitch cable at the distal end. The frayed cable segment that contains the crimp was still installed in the clevis. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. In addition, isi received additional information from the customer. The instrument was inspected prior to use with nothing out of the ordinary seen. There were no external collisions. Non-intuitive motion was described as no shakiness but an intermittent issue when gripping. No image was available for review.

Event description:
Refer to h10/h11 for follow-up information.